Event description:
It was reported that, after a hip replacement had been performed on (B)(6) 2019, the patient was walking across his kitchen on 19-sep-2023 when felt a snap and, suddenly, his right lower extremity collapsed from under him and was unable to bear weight afterwards. The event was completely atraumatic. The patient initially presented to an outside hospital and was noted to have failure of his right femoral implant; then the patient was transferred to ummc on (B)(6) 2023, where the stem and head were revised. Patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported failure of his right femoral implant and subsequent revision. With the limited information provided, the patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that postoperative warnings, precautions, and patient care instructions presented by the physician are extremely important. Additionally, temporary or permanent device related noise such as clicking, squeaking, popping, grating, or grinding may lead to implant failure and revision surgery. This has been identified as an adverse event in primary and revision surgery. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment and/or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.